Manufacturer narrative:
Concomitant medical products: microcatheter(headway 17/terumo, type str), guiding catheter(roadmaster/goodman 7fr, type unknown). The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The microcatheter was re-shaped with steam, but details unknown. During the procedure, the balloon remodeling technique for supporting the coil embolization was utilized. The complaint product is going to be returned for evaluation. Also the competitor¿s microcatheter used with the product will be returned. No additional information is available. The procedure was coil embolization of right internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous. The patient was a female of unknown age. Dob and weight unknown. Access was obtained from right femoral artery. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15722398 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The event happened during the procedure. Initially, an unspecified microcatheter(headway 17/terumo, type str) which delivered through an unspecified guiding catheter(roadmaster/goodman 7fr, type unknown) was navigated to the desired position through right internal carotid artery. No issues noted. However, prior to the detachment of the coil, when the physician tried to position, the 2nd marker of the orbit galaxy(640cf0412/15722398, complaint product) with the proximal marker of the microcatheter, he noticed that the gripper of the orbit galaxy (approx. 5mm) was exposed from the distal tip of the microcatheter. And so, at the time the detachment was attempted, he carefully manipulated to expose the entire coil from the microcatheter tip under fluoroscopy. Therefore, the orbit galaxy was successfully detached and placed into the target aneurysm. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The physician required us to conduct the inspection about whether the markers of both the orbit galaxy and the competitor¿s microcatheter were located on its original position and meeting with the specification.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 12 and a non-codman microcatheter (headway 17/terumo) were received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found damaged. The support coil and gripper were received outside the introducer while embolic coil was not returned for evaluation. The support was inspected and found damaged while the gripper was found without damage. The microcatheter was inspected and was found without damage. The hypotube, introducer, support coil and gripper were inspected under microscope; the damages found in visual analysis were confirmed. The marker bands of the support coil were inspected under microscope and were found in original position. The support coil sample marker bands were measured and was found acceptable. The functional test could not be performed due to damage found in hypotube, introducer and support coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The out of position marker bands reported by the customer was not confirmed in microscope analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures leaving from the facility. Since there is no evidence of a manufacturing issue related to this complaint, no corrective action will be taken at this time.